Event description:
It was reported that the lead had stability/fixation difficulties. The lead was attempted but not used. Another lead was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal conductor blood/body fluid; full lead returned and analyzed.